Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: a review of the black box showed evidence of call service 064 alarms. A 24 hour duration test was successfully completed with no call service alarms being duplicated. The pump cover was removed to find internal moisture on the printed circuit board and motor connector.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-aug-2018 with the following findings: during investigation, the black box showed evidence of a cs 064 alarm. A 24 hr duration test was successfully completed with no call service alarm being duplicated. The pump cover was removed and there was internal moisture found on the printed circuit board and motor connector. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.